Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. Customer stated that the insulin pump had critical pump error alarm. Customer stated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis